Event description:
Treatment of a small, unruptured, saccular aneurysm located in the cavernous segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that resistance was experienced as the first pipeline (5mm x 30mm) was advanced through the microcatheter. The pipeline was removed from the patient. A second pipeline (5mm x 30mm) did not fully oppose the vessel wall and a balloon angioplasty (an option presented in the instructions for use, us) was performed to achieve full wall apposition. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was implanted in the patient. (B)(4).